Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective air in line printed circuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 02, 2007. Evaluation summary:during product evaluation, a defective air in line printed circuit board (ail pcb) was observed. The failure codes 810:03 and 814:04 on channel b found in the event history confirms the devective ail pcb. These failure codes were manifested as a result of the ail pcb being defective. The channel b ail pcb was replaced and the device was tested. Review of the complaint history reveals similar reports have been received for this product for the failure code 814:04. This issue is currently being investigated under CAPA.